Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 443 mg/dl. The customer needed to do bolus to treat high blood glucose. Customer was not able to finish the rewind process yet. Customer stated they were unable to exit the load reservoir process. Customer stated the rewind option displayed after an alarm or alert the insulin pump will not be returned for analysis.